Event description:
The farfield r wave oversensing resulted in auto mode switching (ams).

Manufacturer narrative:
Correction: section b5 : mode switch should have been included in b5 as reflected in the h6 codes

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that far r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was in stable condition before, during and after the changes.